Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "check pump for accuracy, pump found off without anyone stating they turned off, then when restarted, drug set at 25cc/hr, however volume ran quicker."